Manufacturer narrative:
(B)(4). Any additional information provided from the customer will be included in a follow up report. (B)(4). Patient demographics such as age, date of birth, gender and weight have not been provided by the customer. Per results of investigation, carefusion service technician was able to duplicate customer¿s reported problem ¿unit resetting.¿ the service technician was not able to duplicate customer¿s reported problem ¿no output pressure.¿ the ventilator was tested with a known good ac adapter and known good patient circuit connected. Minutes after powering on, the ventilator reset. Bench testing cannot determine the root cause of the failure. Review of event trace revealed several ventilator inoperable (inop) code conditions preceding a ventilator reset alarm. As a pre-caution, the service technician replaced main board.

Event description:
The customer reported model palmtop revel failed during critical care transport flight. The ventilator reset while connected to a patient. The patient was provided positive pressure ventilation via bag valve mask (bvm) for remainder of flight. No further information was provided regarding patient injury or harm.